Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by the patient that she underwent a sacral-iliac fixation and fusion using rhbmp-2/acs. The patient reportedly underwent a surgical intervention on seven months post-op to remove a bony overgrowth.

Manufacturer narrative:
.

Event description:
It was reported that the patient underwent a sacroiliac fusion using bmp-2/acs, an interbody cage, and posterior instrumentation. Reportedly, "the patient suffered catastrophic injuries requiring explantation of the instrumentation and removal of ectopic bone growth in 2007. The patient's complaints further worsened necessitating two additional revision surgeries performed in 2008."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007, the patient underwent an anterior fusion of the right sacroiliac joint using rhbmp-2/acs combined with cancellous bone, placed outside of the cage and into the disc space. Following the surgery, the patient began experiencing right sided pelvic pain, pain in right buttock and pain down her leg. The patient underwent additional imaging. A CT dated (B)(6) 2007. On the date of that examination, local anesthetic was applied to the operation site at which point her symptoms dramatically settled. The patient required an additional surgery to remove the instrumentation previously implanted on (B)(6) 2007. The patient has never recovered from her surgery, and she has daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.